Event description:
The initial complaint was reviewed, and the universal chuck was determined to be not reportable. This was identified to be a duplicate of the product reported in mwr# (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown event date e1: initial reporter is j&j company representative. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the universal chuck has the laser weld that connects the bottom part (60305679) and the t- handle (60305689) broken, causing the internal mechanism of the device to disassemble. A dimensional inspection for the universal chuck was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Ensuring proper handling of the device is recommended to avoid breakage in-situ. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the universal chuck would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history: part:03.043.001. Lot:20698102. Manufacturing site: werk selzach. Supplier: bächler feintech ag. Release to warehouse date: 16 nov 2020. Expiration date:na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following devices was received as blind unit. Product code: 03.043.001, lot# 20698102. Product code: 03.043.028 , lot# 21639401. During initial visual examination the universal chuck was noted as broken and the driving cap was found missing the pin, fell apart, and broken at the weld. No event information was reported as to how the devices were damaged. This report is for one universal chuck for (B)(4).